Event description:
It was reported that the intravascular ultrasound (ivus) catheter became stuck on the stent strut upon withdrawal and observed non-uniform rotational distortion (nurd) image. The lesion being treated was 90% stenosed without calcification in the left anterior descending artery. After the liberte stent was deployed, the ivus catheter was passed through the stent; nurd appeared and the image could not be analyzed at pullback. The physician applied some manual force to remove the catheter from the patient's body with success. The procedure was completed with another ivus catheter and patient's condition was reported "fine".